Event description:
It was reported that, "the nurse informed sales rep that the instrument got broken in the operation. The broken piece was completely removed from the patient.

Manufacturer narrative:
Device is not available for evaluation. No evaluation will be performed. Additional information has been requested and if received will be provided on a supplemental report. Device evaluation anticipated, but not yet begun.